Event description:
Reporter indicated the patient presented to the physician's office with an increase in seizures (not above pre-vns baseline) and that a system diagnostics test at this office visit resulted in a high impedance reading indicating possible device malfunction. The patient's physician reported that the patient has not had any recent injury or trauma that may have damaged the vns therapy system. X-rays reviewed by the manufacturer showed no obvious lead discontinuities. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.